Event description:
The facility reported an infusion pump with failure code 810:04. The hospital representative stated that there was no report of patient incident since the last baxter service event.